Event description:
It was reported to philips that the device's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, issue was found at start of procedure and the procedure was completed by moving into another device. The philips field service engineer (fse) inspected the system onsite and confirmed fluoroscopy failed. Upon troubleshooting, fse found the footswitch was not activating fluoro when left switch was pressed. The philips engineer replaced the wired footswitch. The wired footswitch was returned for further analysis and the analysis confirmed that footswitch was damaged as left footswitch pedal does not work and all anti slips are broken from the footswitch assy. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.